Event description:
Carefusion's sales representative called on the customer's behalf to report that the 'y' connecter on the circuit allows tubing to become disconnected due to loose fit. Customer additionally indicated that sometimes the fit is so loose it is obvious prior to use. However sometimes the circuits appears fine, is setup and in use on a patient, and some point later (during use) the circuit becomes separated from the 'y' connector. No patient injury was reported.

Manufacturer narrative:
(B)(4): customer reported that the sample is available for evaluation. Upon completion of carefusion's investigation a follow up medwatch will be submitted.

Manufacturer narrative:
(B)(4): sample was received for evaluation and a crack at the pressure port was confirmed. During visual inspection of the sample it was confirmed that the unit received was made of k resin. The "y" port was measured, and was found to be within specifications. Parts were assembled in the inhalation and exhalation ports, and they fit well and were not disconnected. Therefore, a possible root cause of the disconnection is the crack that is present in the sample provided. A material change has been implemented to a polycarbonate material. In addition, a stress test at the incoming of raw material has been put into place. The sample received for this complaint was manufactured prior to implementation of these corrections.